Manufacturer narrative:
The device has been returned and initially evaluated. Further analysis will be carried out, upon which the results will be submitted in a follow-up MDR report.

Event description:
An incident report was received with the following dialogue: "as per sr: they took the wire out of the catheter and noticed that the very tip of it came off during the procedure. Wire has been in the pt, inside the catheter and when they remove the wire from the catheter, the very tip of it was missing. They don't know if the wire was inside the body, they never found it. So they ended up using a different wire." Upon investigation of the returned device, no evidence of a fracture was found. Some polymer had pulled away from the tip.